Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: during investigation, a review of the pump black box data showed that the time and date had reset to default after a pump reboot. Testing revealed the time and date reset to default settings. The pump was opened and evaluation revealed that the internal clock battery on the circuit board had failed.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a history/settings (time and date reset) issue. There was no indication that the product caused or contributed to an adverse event. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a time/date issue.